Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a patient data (pd) error message. A request was made to have data from this device analyzed and data analysis confirmed that it is a benign alert. No further testing or evaluation was needed this is expected behavior. The device must be interrogated by a programmer to clear the error. Auto set up was performed. Currently, this s-ICD remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error message. A request was made to have data from this device analyzed and data analysis confirmed that it is a benign alert. No further testing or evaluation was needed this is expected behavior. The device must be interrogated by a programmer to clear the error. Auto set up was performed. Currently, this s-ICD remains in service and no adverse patient effects were reported.